Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after patient rep makes an adjustment to stimulation, patient experiences hallucinations and slurred speech, he was wondering if this was normal. Patient rep also reported that about 2-3 days ago the patient started telling them they were walking in their house and said they were in pain near implant site. Caller also stated that sometimes the patient gets a shock in their chest where the implant is located. The patient was redirected to their healthcare provider to further address the issue. Caller stated patient has an upcoming appointment with healthcare provider in november.